Event description:
The customer reported to olympus that the evis exera iii colonovideoscope¿s insertion tube is stiff, however; during maintenance evaluation foreign material was observed in the jet tube and/or auxiliary jet channel. There was no patient harm or user injury reported. This report is being submitted for the reportable malfunction found at evaluation .

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additionally, it was noted that the insertion tube resistance was too low, there was a crack on the bending section cover, insulation resistance value at the distal end does not meet the standard value, there were scratches observed on the flexibility adjustment ring, the grip, the switch box, the scope connector cover and case, and the plug unit. Further, the objective lens, and the light guide lens has a crack, the connecting tube has a buckling, the bending section rubber glue was discolored and peeled off, and the universal cord has a wrinkle. Information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the auxiliary water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.